Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer determined the calibration failure due to elevated calibrator a or master calibrator 1 and 2 with an error code generated when attempting to calibrate axsym rubella igg reagent. The customer performed pipetting check, replaced the probe and checked the dispensed amount in the dispenser trying to resolve the issue. There was no impact to pt mgmt reported.